Event description:
The patient was submitted to surgical treatment with j&j implants a few years ago, evolving with rupture of the prosthetic material in the postoperative period, presenting intense pain and functional limitation in the right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was received for analysis. Visual examination of the returned device confirmed the reported event. The ceramic insert was fractured into multiple pieces. Also, a wear appearance was observed on the part. It was found that occurred a transfer of the titanium cup material onto the surface of the ceramic fragments. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the ceramic insert belongs to the shop order 7011037324. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device (121881754/8280319) product and lot numbers, and no non-conformances were identified. Corrected: h3.